Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This caused the instrument not to grasp properly. The force bipolar instrument was found to have a segment of the conductor wire dislodged from the grip tang. The wire is no longer contained within the groove of the grip tang. The wire insulation was damaged, and the instrument failed the electrical continuity test. The force bipolar instrument was found to have damaged conductor wire insulation at the force amplification pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Failure analysis was unable to identify a break in the wire during visual inspection. A visual inspection inside the proximal housing did not reveal any broken or dislodged wires nor any damage to the energy board. The conductor wire is presumed to be broken underneath the damaged insulation, hence causing the continuity failure. The complaint was confirmed by failure analysis. The probable root cause of the dislodged grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument was not grasping properly. The procedure was completed with no reported injury.